Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was referred for x-rays and the generator was programmed off. It was reported that the last interrogations was in (B)(6) 2013 and did not result in any unusual error messages. The patient was referred for surgery. The x-rays were received by manufacturer for analysis. Based on the images provided, full insertion of the lead pin into the connector block was able to be visualized. However, lead discontinuity was not identified due to part of the generator and lead body not being captured in the x-ray. Therefore, the cause of the high lead impedance is still unknown. Surgery is likely, but has not occurred to date.